Event description:
It was reported that t:slim x2 pump battery did not charge even though customer used working wall outlet, tandem charging cable, and wall adapter, and issue was not resolved by trying different cables and adapters. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump, received instructions to place problematic pump in storage mode, to program settings and connect cgm on replacement pump, and was advised to return malfunctioning pump using prepaid label after tandem technical support arranged pump replacement.